Event description:
The user reported the patient had an angiogram performed followed by an uneventful angio-seal deployment to seal the arteriotomy site. The patient was discharged that evening with tenderness at the site. The following day, patient was walking and felt a "pop" in the groin area, followed by pain at the groin site radiating to the leg. The patient returned to the hospital where a doppler study was performed, which revealed no occlusion and normal right leg pulses. Patient continued to have pain. Patient was started on prednisone and pain medication and discharged two days later. The physician stated the event may have been related to a collagen allergy. There were no signs of infection. The patient was not taking anticoagulants. The patient is reportedly recovering.